Manufacturer narrative:
Follow-up #1 and final report submitted. An event regarding inaccurate ligament balancing during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 248 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2015 to present for similar reported events regarding inaccurate ligament balancing. Three other reported events were found (B)(4). Conclusion: session data from the case was reviewed. Areas of investigation that could impact limb alignment included CT landmarks, implant plans, array shifts, and bone registration. The data at this time shows that the mako robotic arm operated as expected. No system defect or malfunction is suspected.

Event description:
Today we had 2 cases where the doctor¿s clinical assessment was not matching the varus/valgus limb reading on the ligament balancing page. We could clearly see the limb in 6-7 degrees of valgus when the robot was saying it was in 7 degrees of varus. The limb was obviously not in varus. When we went back to the CT landmarks (to check that our landmarks were ok) page it shifted the entire 3d model and the landmarks. We believe this to just be a visual glitch but it does not explain why the leg was in valgus, but the robot was saying it was in varus. I am attaching a video clip and the log files from today. (B)(4). Tka case delayed for 15 minutes; not able to complete with the robot.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Today we had 2 cases where the doctor¿s clinical assessment was not matching the varus/valgus limb reading on the ligament balancing page. We could clearly see the limb in 6-7 degrees of valgus when the robot was saying it was in 7 degrees of varus. The limb was obviously not in varus. When we went back to the CT landmarks (to check that our landmarks were ok) page it shifted the entire 3d model and the landmarks. We believe this to just be a visual glitch but it does not explain why the leg was in valgus, but the robot was saying it was in varus. I am attaching a video clip and the log files from today. Logs_sacred heart_11282017_153512.zip. Tka case delayed for 15 minutes; not able to complete with the robot.